Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the lead¿s outer insulation was breached in vivo due to environmental stress cracking. (B)(4).

Event description:
The right atrial and right ventricular leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.